Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative on 2020-oct-12. It was reported that the pump passed the rotor study, but failed the catheter dye study. The physician was confident he was in the catheter access port but only drew back seroma type of fluid. He decided to do the catheter dye study and could not see where the dye was going but it was clear that the catheter was in the spine where it was expected to be and no dye was getting to the tip. The patient was sent for a CT scan to better evaluate where the dye was going. No reservoir check was done once the catheter issue was identified. A catheter leak was determined at an unknown location, most likely in the extra catheter coiled up behind the pump. The patient was sent to get a stat CT scan which may result in a catheter revision. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (3 mg/ml at 1.2 mg/day) via an implanted pump. It was reported that pump telemetry upon the first reading of the pump in a routine office visit showed that the pump had been stalled for 56 hours. The patient said that he had an MRI a few days prior. The patient reported no withdrawals, but the pump was new enough that he was still not feeling relief from the therapy. The hcp disconnected from the pump/ended the session, then reconnected to the pump, and pulled the logs to see if the motor stall would clear confirming that it was not actually stalled but in telemetry mode. The stall did clear and happened at that moment confirming that the pump was in telemetry mode due to the MRI. The reporter stated that he spoken with the patient on (B)(6) 2020 because the patient lost trust in the pump. The patient was convinced that the pump in fact stopped when it was in telemetry mode and that it stopped again since the telemetry mode was resolved. He was scheduled for a rotor dye study, and reservoir check on 09-oct-2020 to determine if the pump was operating as intended.